Event description:
It was reported to boston scientific corporation that an orca valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024, for the treatment of stricture. During preparation, the orca air water buttons began to leak as they were inserted into the exalt model d single use duodenoscope scope. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of an air and water valve leak.